Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier failed to clamp. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of instrument grips bent-severely. The clip applier instrument was found with one bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.